Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station was disconnected. The field service engineer (fse) found that the station had been pulled out and moved earlier in the day, which resulted in the network cable being disconnected from the back of the station. The fse replaced the network cable, rebooted the station into admin mode, and confirmed that the station was successfully pulling an ip address. The station was then rebooted into the application, and it connected and operated properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was showed disconnected mode. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.